Event description:
It was reported that the distal lens shattered during the latter part of surgery. Small glass fragments went inside patient. Surgeon removed as much as possible but staff was able to determine that there is a very tiny piece missing from the lens that remained in the patient. Used another scope to complete the procedure. Shoulder arthroscopy.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include excessive bending force applied to the device tip during use or mechanical damage to the device such as dropping or hitting the device with another device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet received.